Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms the screw is damaged and fracture. The suture shows no damaged. Functional testing could not be performed due to the damaged received condition of the device. The cause is undetermined; however, most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/17/2021, it was reported by a arthrex employee via e-mail that while using an ar-1927bcf-475 corkscrew, the suture anchor broke after the bone hole was created as specified 4.75 mm. The case was completed with a new ar-3680. Additional information provided 8/20/21: the suture anchor was removed from the patient.